Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) levels being in the 400 mg/dl range, and large ketones. The cause for the reported issue was unknown. Customer was treated through intravenous insulin and released from the ER "a few hours" later.